Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.5/089 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was explanted due to excessive vault. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation:lens returned dry in lens case/vial. Visual inspection found optic torn and haptic broken. Dimensional inspection was unable to be performed due to mising haptic on both sides. Claim# (B)(4).